Event description:
It was reported that a routine follow-up appointment, a significant decrease was observed in the remaining battery longevity from this device. Boston scientific technical services was contacted and confirmed the battery consumption was increasing gradually resulting in the premature depletion. It was recommended that the device should be replaced within 90 days. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported. Information was requested regarding the specific healthcare provider and facility information, but a response has not yet been received.

Event description:
It was reported that a routine follow-up appointment, a significant decrease was observed in the remaining battery longevity from this device. Boston scientific technical services was contacted and confirmed the battery consumption was increasing gradually resulting in the premature depletion. It was recommended that the device should be replaced within 90 days. It was stated the patient was scheduled for a device replacement procedure, but the specific date is unknown. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.